Event description:
It was reported that the right ventricular lead was replaced due to high thresholds. No patient complications have been reported as a result of this event. A 3500a was received and further reported a fracture of the distal tip of the lead, oversensing, and inappropriate therapy.